Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where the reported event was confirmed. The exterior was confirmed to have discoloration and rust. Approximately 8 years and 9 months have passed since its production in june 2014. The specific day could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that lamp status changed due to the effects of long-term storage and use, leading to early light loss. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is expected to be returned to olympus for evaluation. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation, or if any additional information is received.

Event description:
An olympus employee reported on behalf of the customer, that during pre-use inspection of the clv-s190, prior to an unspecified therapeutic procedure, the lighting lamp (xenon lamp) would not light up (it was dark), although the usage time displayed 200 hours. The issue was determined to be with the subject device (xenon lamp), because a new xenon lamp lit up without any problems when installed in the clv-s190. Another device was used to complete the intended procedure without any delays. There was no report of patient harm associated with this event.